Event description:
It was reported that errors 235, 302.13 and 202.11 occurred during photoselective vaporization of the prostate procedure and could not be cleared. The procedure was not able to be completed due to the errors prompted on the console and the patient was catharized. There is no indication of injury to the patient.

Event description:
It was reported that errors 235, 302.13 and 202.11 occurred during photoselective vaporization of the prostate procedure and could not be cleared. The procedure was not able to be completed due to the errors prompted on the console and the patient was catharized. There is no indication of injury to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device confirmed error 235, 302.13 and 202.11. The error codes are from the lcd touchscreen display. The system passed full functional and electrical safety testing. Based on the observed error codes, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that errors 235, 302.13 and 202.11 occurred during photoselective vaporization of the prostate procedure and could not be cleared. The procedure was not able to be completed due to the errors prompted on the console and the patient was catharized. There is no indication of injury to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The console was analyzed and repaired in the field. The top cover/display was replaced, and this resolved the issues in the field. The power was tested in application mode at 20, 30 and 40 watts coag and 80, 120- and 180-watts vapor. The aim beam was verified along with the interlock functionalities. Laser performs to field specifications. The top cover was returned, and visual inspection found that the top cover was in overall good physical condition, it was a little dirty from normal usage wear. The monitor could be flipped up and down and held in the up position. The front and back lids were present, and both opened and closed without issues. There was no physical damage found related to the reported issues. Based on the observed error codes, an evaluation conclusion code of cause traced to component failure was assigned to this investigation as it is most likely the reported issues was due to an electrical failure within the top cover assembly.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The console was analyzed and repaired in the field. The top cover/display was replaced, and this resolved the issues in the field. The power was tested in application mode at 20, 30 and 40 watts coag and 80, 120- and 180-watts vapor. The aim beam was verified along with the interlock functionalities. Laser performs to field specifications. The top cover was returned, and visual inspection found that the top cover was in overall good physical condition, it was a little dirty from normal usage wear. The monitor could be flipped up and down and held in the up position. The front and back lids were present, and both opened and closed without issues. The lps (laser power supply) was returned and visual inspection fount that the lps was in overall good condition. There was no physical damage found related to the reported issues. Based on the observed error codes, an evaluation conclusion code of cause traced to component failure was assigned to this investigation as it is most likely the reported issues was due to an electrical failure within the top cover assembly.

Event description:
It was reported that errors 235, 302.13 and 202.11 occurred during photoselective vaporization of the prostate procedure and could not be cleared. The procedure was not able to be completed due to the errors prompted on the console and the patient was catharized. There is no indication of injury to the patient.